Manufacturer narrative:
Correction: the allegation was about questionable results not matching the patient's clinical picture for 1 patient's serum sample tested with iron gen.2 (iron2) assay on a cobas pro c503 analytical unit (cobas pro 1) when compared to a different cobas pro analytical unit (cobas pro 2). Initial result: 316 ug/dl (tested on cobas pro 1). Repeat result: 313 ug/dl (tested on cobas pro 2). The iron2 reagent lot number used on the cobas c503 analytical unit (cobas pro 1) serial number (B)(6) was 766135 with an expiration date of 30-nov-2024. The iron2 reagent lot number used on the cobas c503 analytical unit (cobas pro 2) serial number (B)(6) was 741514 with an expiration date of 31-jul-2024. Sections d1, d2a, d2b, d4, g1 and g4 were updated.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The alarm trace showed multiple abnormal aspirations alarms and sample short alarms, qc results out-of-range alarms were noted on the day of the event. The service actions (adjusting all probes) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about questionable results not matching the patient's clinical picture for 1 patient's serum sample tested with iron gen.2 (iron2) assay on a cobas pro c503 analytical unit (cobas pro 2) when compared to a different cobas pro analytical unit (cobas pro 1). Initial result: 313 ug/dl (tested on another cobas pro 2). The physician questioned the initial result. The sample was then repeated. Repeat result: 316 ug/dl (tested on another cobas pro 1). The physician questioned the repeat result too since both results did not match the patient's clinical picture.

Manufacturer narrative:
The cobas c503 analytical unit (cobas pro 2) serial number was sn (B)(6). The iron2 reagent that was used on the cobas c503 analytical unit (cobas pro 1) with a serial number of sn (B)(6) had an expiration date of 30-nov-2024. The field service engineer found that all probes required minor adjustments. He adjusted all probes. No alarms or issues were reported after performing the adjustments. Precision studies for both cobas pro lines were performed and they were within specifications. The investigation is ongoing.